Event description:
Discordant human chroionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The first patient sample was repeated four times on the same instrument. The second patient sample was repeated two times on the same instrument. The customer reported a repeat result from each patient to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and checked the instrument for contamination. The cse determined that there was no system contamination or malfunction during the time of the event. The cse observed air bubbles in compartment b of the hcg reagent. The cause of the discordant hcg results is unknown. The cse successfully ran a precision test and quality controls. The system is performing within specifications. Further evaluation of the device is not required.